Event description:
It was reported to st. Jude medical that the patient had received several shocks and noise was observed on the electrograms, consistent with a lead failure. The ICD and lead were explanted and returned for evaluation.